Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. The download data shows the pod was received in pod state 15, completing 47 pulses, all of which were in first prime, indicating that the pod was deactivated by the user before the start of second prime. Rotation of the ratchet gear caused the pod to deploy normally. No damages or deficiencies were observed on the drive mechanism that would cause the pod to not deploy. Inspection of the bottom housing and environmental seal found no evidence the needle had deployed into either.